Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 1000mg/dl. The customer was treated with insulin and IV fluids. Customer's husband stated that the customer had slurred speech. The customer was wearing the insulin pump during the hospitalization. The customer's husband also stated that site was leaking and was assisted with troubleshooting. Customer's husband was advised to change infusion set. The insulin pump will not be returned for analysis.